Event description:
It was reported that a malfunction occurred with the pump, indicated by a malfunction code. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, and the issue did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the malfunction code appeared again.